Event description:
A customer reported an issue with the pump battery not charging, as identified by a distributor in ireland. There was no adverse impact to the customer's blood glucose level. The customer attempted to charge the pump using a tandem charging cable and wall outlet, but the connection remained unstable. The customer also tried using a different wall adapter and charging cable without success. Tandem technical support decided to replace the pump under warranty. The customer planned to use multiple daily injections as a backup insulin therapy and was instructed on returning the malfunctioning pump using a pre-paid shipping label, which they acknowledged.